Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, c-clip, rear case, left & right iui connector, shaft seal, latch module, and pca lock label. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/24/2007 to the present date 10/23/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 (B)(4) for component failure on logic board which does not correlate to the customer reported issue.

Event description:
It was reported that the device had a broken barrel clamp and lost eclip spacer. There was no patient involvement.